Manufacturer narrative:
The reported event was unconfirmed. Visual evaluation of the returned sample noted one opened (without original packaging), used lubricath foley catheter. Visual inspection of the sample noted using the (in-house) syringe the catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and the balloon inflated properly. With the syringe attach the balloon deflated passively within 15 seconds with no issues. No root cause could be found because the reported event was unconfirmed. A DHR was not required since the reported failure was unconfirmed. As the reported event was unconfirmed a labeling review was not required. Correction: d, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that foley catheter balloon failure. Could not get the balloon to deflate. Customer also noted this had happened in the past.

Event description:
It was reported that foley catheter balloon failure. Could not get the balloon to deflate. Customer also noted this had happened in the past.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.